Manufacturer narrative:
The lead is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the implant procedure, the pacing impedance measurements were low, out-of-range at less than 200 ohms. The lead was repositioned several times but the impedance issue could not be resolved. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned and is undergoing laboratory analysis.

Manufacturer narrative:
The lead is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the pacing impedance measurements were low, out-of-range at less than 200 ohms. The lead was repositioned several times but the impedance issue could not be resolved. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned and is undergoing laboratory analysis.